Manufacturer narrative:
Information regarding this event was previously reported on 2018-jul-13 in manufacturing report # 3004209178-2018-14771 follow up 001 and now pertains to this manufacturing report #. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient had their pump replaced on (B)(6) 2018 afternoon. The dose was decreased by 20% due to the pump stalled for 2 weeks. The patient was unresponsive on (B)(6) 2018 and paramedics had to be called to transport the patient to the emergency room (ER). The physician decreased the patient dose another 50%. There were no further complications reported at this time.

Manufacturer narrative:
Product ID neu_unknown_prog, serial# unknown. Product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the cause of the patient being unresponsive, it was indicated as having been unknown and presumably the dose was not decreased enough after the catheter replacement. The issue was resolved. A physician was specified regarding the best person to contact regarding the event. The clinician programmer, programmer¿s serial number, and clinician app software version used to adjust the dose at the time of the event was unknown. It was indicated that the information provided was confirmed with the physician/account.